Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, frequency, and pelvic discomfort.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a sling procedure for stress urinary incontinence. The patient had mesh removal surgery on (B)(6) 2010 due to erosion, dyspareunia, infections and pain.